Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer did not see drops exiting the tubing after filling a cartridge with insulin. The customer's blood glucose level was 400 mg/dl. The customer administered a manual injection. During troubleshooting with tandem technical support, the customer filled a new cartridge with 150 units of insulin and performed fill tubing again. However, no drops were visible. The customer has manual injections available as alternate insulin therapy.